Event description:
Consumer alleges they rec'd 3rd degree burns from instant compress (leg area). Consumer claims they sought medical attention for the burns, but there is no clear indication of what the actual diagnosis or medical treatment was, if any.